Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the patient experienced a post-op complication of breast asymmetry and implant pocket herniation and underwent subsequent surgical intervention. Medical affairs has assessed the patient's postoperative course as being serious and related to the study device. Review of the history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial cp-1060: on (B)(6) 2015 patient had bilateral revision augmentation mastopexy using a periareolar and vertical incision. 1 piece of galaflex cut in football shape, was used. Concomitant procedures were upper and lower blepharoplasty and fat grafting to face. On (B)(6) 2015 breast asymmetry and implant pocket herniation was reported. On (B)(6) 2015 patient underwent bilateral lateral and inferior capsulorrhaphy procedure using 2 new pieces of galaflex mesh, cut elliptically, and revision of inframammary incision with excision of additional redundant skin. Resolved without sequelae on (B)(6) 2015 . Review by medical affairs identifies the reported ae is likely related to the device and serious.